Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: potential complications: perforation or other acute or chronic damage of the ivc wall note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the filter allegedly perforated the inferior vena cava into the duodenum, requiring an open retrieval and partial resection. The current status of the patient was not provided.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the filter allegedly perforated the inferior vena cava into the duodenum, requiring an open retrieval and partial resection. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter and its struts perforated the ivc and into duodenum causing significant pain and requiring an open retrieval and partial resection of duodenum. The device was removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years post filter deployment, patient presented for filter removal because of pain due to ivc filter penetrating through the cava into the duodenum. Subsequent CT revealed, filter prongs were penetrating to the cava into the duodenum. Ivc filter was then successfully removed by midline incision and explored the abdomen. Therefore, the investigation is confirmed for the perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2014).